Event description:
It was reported that follow up imaging demonstrated an irregular shape of the vascular stent that had been placed in the occluded sfa without pre-dilation some months ago. The stent appeared to be pinched in the middle section. Reportedly, the patient is returning for repeated stenting. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.